Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision for reasons not available at this time.

Manufacturer narrative:
The reported event could be confirmed with the help of medical documents provided.the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that:¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿ formal medical opinion was sought from an experienced independent medical expert as below. "The CT-scan shows an inbone implant tar. The tibia component is placed a bit anteriorly and has subsided anteriorly as well. There are some cystic changes of the bone at that area too. The pe-liner looks intact, although a retrieval is necessary for a proper assessment. The tibial component looks intact and well-fixed. There are some degenerative changes of the anterior part of the subtalar joint. Without further clinical information the root cause/ indication for revision is not clear. Most likely patient-related factors play an important role." More detailed clinical information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.